Event description:
Covidien received a report stating that the unit provided an audio tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.